Event description:
Device 1 of 2. Reference MFR. Report #1627487-2019-03488. It was reported the patient experienced ineffective stimulation due to high impedance on one lead. Testing determined the patients extension to be the issues. As a result, one of the patients extensions was explanted and replaced. Surgical intervention addressed the issue. Note: all of the patient's extensions are being reported as explanted because it unknown which extension was explanted.